Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). The 300cm pt graphix¿ guide wire was advanced to the lesion and another unspecified size pt graphix¿ guide wire was advanced in the left circumflex artery. The ostial lad was ballooned and a non bsc drug-eluting stent was deployed. It was noted that there was distal edge tear at the recently deployed stent, so another non bsc drug-eluting stent was implanted. The physician then attempted to deploy an unspecified stent in the mid lad but was unsuccessful. Another non bsc drug-eluting stent was successfully implanted in the proximal left circumflex artery and post dilation was performed using an unspecified non-compliant balloon catheter. The 300cm pt graphix¿ guide wire in the lad was removed and the procedure was completed. However upon fluoroscopy, it was noted that the distal tip of the 300cm pt graphix¿ guide wire was still in the distal lad. No attempt was done to retrieve the detached tip. No further patient complications were reported and the patient left the cardiac catheterization laboratory in a stable condition. The patient has been discharged.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal tip detached, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip detachment (hydrophilic coating and corewire) approximately 1.5cm. All the outer diameter (od) taken were compared and all of them were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). The 300cm pt graphix¿ guide wire was advanced to the lesion and another unspecified size pt graphix¿ guide wire was advanced in the left circumflex artery. The ostial lad was ballooned and a non bsc drug-eluting stent was deployed. It was noted that there was distal edge tear at the recently deployed stent so another non bsc drug-eluting stent was implanted. The physician then attempted to deploy an unspecified stent in the mid lad but was unsuccessful. Another non bsc drug-eluting stent was successfully implanted in the proximal left circumflex artery and post dilation was performed using an unspecified non-compliant balloon catheter. The 300cm pt graphix¿ guide wire in the lad was removed and the procedure was completed. However, upon fluoroscopy, it was noted that the distal tip of the 300cm pt graphix¿ guide wire was still in the distal lad. No attempt was done to retrieve the detached tip. No further patient complications were reported and the patient left the cardiac catheterization laboratory in a stable condition. The patient has been discharged.